Manufacturer narrative:
This report has been submitted by the importer under this MDR report number (B)(4). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was sampling the lungs and using a non-olympus cryo probe. The customer used a rigid scope and a flexible scope to pass the cryo probe through it. The patient¿s heart stopped that was reportedly caused by patient bleeding during the procedure. The patient was resuscitated. Details of the patient's current condition, procedural details and outcome of the procedure were requested but not available at the time of the report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received through follow up (b5). The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the subject device was not returned, and the root cause of the reported event could not be determined with the information received. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the procedure was a rigid bronchoscopy, and the customer is unsure if a p series was even involved. It is possible that it was used to look at something through the rigid scope, but it wasn¿t a primary device for the procedure. Additionally, there were 7 cases that day and none of them have a p190 associated with them.